Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated. No device malfunction was suspected.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated. No device malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2138500; model: sc-2138-50; serial/ batch: (B)(6).

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated. No device malfunction was suspected. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. Additional information was received that the patients leads were also revised during the procedure.